Event description:
It was reported that the patient's Implantable Cardioverter Defibrillator (ICD) failed to be interrogated. Troubleshooting attempts were made but were unsuccessful. The patient had no adverse consequences due to the event.